Manufacturer narrative:
Device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections.

Manufacturer narrative:
The device was not returned to edwards for analysis. Without the return of the device, edwards is unable to confirm the clinical observation. However, in this case it was reported that the patient had extensive annular calcification that could not be fully debrided. Additionally the seating of the valve on the aortic annulus was examined and a tear was identified at the junction of muscular and calcified tissue. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.

Event description:
A 23mm aortic pericardial valve was explanted at implant due to a severe perivalvular leak with a regurgitant jet observed after coming off bypass. It was reported that there was evidence of extensive calcification of the leaflet and annulus...some of the calcium from annulus was debrided, but the surgeon did not conduct aggressive decalcification of the annulus due to the patients history of radiation. Additionally the surgeon was concerned about excessive debridement due to the patients severe mitral annular calcification; there was a concern about disruption of the fibrous character of the heart. Reportedly, after implant a nerve hook was used to probe the base of the valve to ensure it was well seated on the annulus. A few areas were identified where the nerve hook could pass through so additional sutures were placed. After coming off cardiopulmonary bypass, intraoperative echo findings identified the paravalvular leak. The patient was put back on cardiopulmonary bypass. Reportedly the seating of the valve on the aortic annulus was examined and an area was identified where there appeared to be a tear (in the annulus) at the junction of muscular and calcified tissue. It was decided to replace the valve to gain more secure sutures through the annulus. A competitor's valve of the same size was implanted and patient tolerated procedure well with no complications reported.